Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015 the patient had a right total knee arthroplasty to address primary osteoarthritis of the right knee. Due to patient¿s poor bone stock, pins in the distal femur and in proximal tibia were not satisfactory so the plans for computer assisted surgery were abandoned. Depuy components, including depuy patella and depuy cement x1 were implanted during this procedure. There were no intraoperative complications noted. (Sticker page 7 of 12). On (B)(6) 2018, the patient had a revision of right total knee arthroplasty to address failed total right knee. During the procedure the surgeon observed hypertrophic synovial tissue, gross loosening of the tibial component along with subsidence. The loosening of the tibial tray was at the implant/cement interface. The femoral component was found to be loose (no interface), varus malalignment and osteolytic area of bone. The patella was not revised. Depuy components, including depuy cement x2 were implanted during this procedure. (Part/lot page 12 of 12). Doi: (B)(6) 2015 dor: (B)(6) 2018 (right knee).